Event description:
It was reported that, during unloading of a patient, the head end of the cot collapsed. No adverse consequences or injuries were reported.

Manufacturer narrative:
Head end of cot collapsed.